Event description:
This case was initially received via regulatory authority (igj) on 03-jul-2019. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she is not familiar with nickel allergy. In 2011, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), groin pain ("constant pain in groin area / pain complaints in the groin area") and menstrual disorder ("worsening menstrual period"). The patient was treated with surgery (essure, including fallopian tubes and uterus were removed on (B)(6) 2017). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the groin pain had resolved. At the time of the report, the back pain and menstrual disorder outcome was unknown. The reporter provided no causality assessment for back pain, groin pain and menstrual disorder with essure. Further company follow-up with the consumer or regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.